Event description:
A malfunction was reported, with no notable events occurring beforehand. The customer's blood glucose level did not exceed 500 mg/dl, indicating it remained within an acceptable range. Technical support assisted the customer with resetting the pump, after which the malfunction did not recur. The customer was advised to continue using the pump and to contact support if the issue arises again.